Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis.  H6) multiple annex a codes were applied to capture this event. A110201 captures the system not initiating properly and showing a no signal message while a0902 captures the no visual display on the cpu laptop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the pre-op [phase], the medtronic navigation system did not [initiate] upon activating the "on" switch. The display showed a no signal message and there was no visual on the central processing unit (cpu) laptop. There was troubleshooting present, the system was rebooted twice and the system then [initiated] properly. There was no patient involvement or presence.